Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had fluid leaking in the instant that fluid was found under the device and that the tubing was evidently wet due to a puddle under the device. It was verified that there was no leaking prior to the case. The tubing was changed as the reservoir fluid (h2o and h2o2) was leaking into the patient intravenous (IV) line due to manufacturer defect. Hydrogen peroxide mixed with the intravenous IV fluid. The event occurred at the operating room. There was a patient involvement, and no patient harm reported as a result of the event.